Manufacturer narrative:
On 08/20/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00039).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/07/2021, a distributor of infutronix reported an issue on behalf of an end user: "pump showed vtbi was over 470 ml left but the medication bag was almost empty. Patient reported the pump already alerted a message that said something was "complete" to the patient prior to calling. The message received resembles the "infusion complete" message." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.